Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime instead of dripping and when patient changes the reservoir a pieces of plastic break on the reservoir. Customer stated that failed battery test and pump has rejected brand new battery also the pump was lag and slow to respond after buttons pushed. Customer stated that sometimes customer had to hit buttons twice to get them to activate and caused her to no delivery of insulin. Customer pushed button to suspend basal and when she hit button to resume delivery but pump did not respond and caused her to high blood glucose and random no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.